Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be sensing ventricular events in a refractory period. No actions were taken and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.